Event description:
It was reported the manual wheelchair footplate has broken away from the legrest. No patient consequences were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us.